Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm during basal. The customer was assisted in performing a 5.0 unit fixed prime. The insulin did not exit. Customer was assisted to rewind pump, reinsert reservoir, and run manual prime or fill tubing until at least 5 unit and insulin did not exit the tubing with manual prime no harm requiring medical intervention was reported. The device will not be returned for analysis.